Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. Customer provided photographs displayed all labels showing the date of manufacture and the expiry date. The printing on the box labels was less legible because of a bad print; however, the expiry date is also printed at the bottom of the label and is clear and legible. This complaint has been confirmed. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported the expiry date (year) on the product label confused the customer because it looked like 2026 instead of 2025, hence the hospital rejected and returned the unused product to distributor.